Event description:
It was reported by service report that locking pins for the footend rail needed to be installed as the siderail would not lock in the upright position. No patient involvement or adverse consequences are reported.